Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient acquired an infection at the ipg and anchor sites. The patient was hospitalized for one night and was given IV antibiotics. The patient is doing well and receiving effective therapy from her ipg. There have been no further reports of complications.